Manufacturer narrative:
(B)(6). (B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg plus beta test system result for one patient sample. The initial result was 4 mium/l and the repeat result was 5000 miu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 00210151. The expiration date was requested but was not provided.

Manufacturer narrative:
Additional information was received regarding the event. The patient was a female patient undergoing in-vito fertilization. "Half a month" after the procedure on (B)(6) 2017, the elecsys hcg + beta test system result was 4.4 miu/ml. The patient was not given an injection of progesterone. Information was provided stating there is no standard in (B)(6) for a decision to administer the progesterone based on the result for hcg. The providers just follow their experience. A new sample was drawn on (B)(6) 2017 and the result was 5732.0 miu/ml. The patient had a "b-ultrasound" and no fertilized eggs were found in the womb. As a result of not getting the progesterone, the patient aborted. The current condition of the patient was provided as "good". Medical assessment of the event estimated the timing of the spontaneous abortion was days to weeks prior to (B)(6) 2017. The complete reagent lot number was provided as 21015101.

Manufacturer narrative:
Further investigation could not identify a specific root cause as the samples in question were no longer available. Additional information for further investigation was requested but was not provided. As is typical for this type of event, improper pre-analytical conditions were found including the sample draw volume, sample inversions, and centrifugation conditions. Other general possible causes include issue with the sample quality or insufficient maintenance of the analyzer. From photographs of the involved analyzer, it appeared the customer was not using the recommended sample tube rack adapters which keep sample tubes from leaning in the racks and causing pipetting errors. This was another possible cause of the event. Based on the data provided, no reagent issue was suspected.